Event description:
It was reported that during use the atrial lead exhibited undersensing, increasing and high threshold. The atrial lead was re-positioned, however when re-connected to the implantable pulse generator (ipg) no pacing was observed. The ipg was replaced, and the atrial lead was successfully re-positioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.